Manufacturer narrative:
The batch record review for radiesse(+), lot: a00202470, contains non-conformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch: a00202470) and no similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the current valid canadian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The IFU of radiesse(+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient received comprehensive treatment with a resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) due to compatible temporal and local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a canadian nurse and concerns a 72-years-old female patient. The patient was injected with a total of 1.5 ml of radiesse(+) into the apex and the malar region, on (B)(6) 2025. Batch number was reported as a00202470 (expiry date: 05-may-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00202470 (expiry date: 05-may-2027). A lot search in the global safety database was conducted. She was injected periosteally into the apex and with two retrograde threads of 0.15 ml into the malar region using a 25 g x 50 mm cannula. She was injected with 0.75 per side. Radiesse(+) was not diluted. The patient had intolerances to anti-inflammatories, perfumes and respiratory allergies. She had sensitive skin. She was previously injected with aesthetic injections and she never experienced any complications. On (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion in the malar region (approximately 5 cm in diameter). On (B)(6) 2025, the patient first complained by email and refused to come to the clinic, despite the nurses strong insistence. On (B)(6) 2025 at 20:30, the occlusion was observed upon receiving an email from the patient. On the same day at 13:00, 600 units of hyaluronidase per 1 ml of radiesse(+) (also explained as 4 ml for 0.75 ml of radiesse (+) was injected at 0.1 ml per injection site. Every 30 minutes for 2 hours 1 ml of hyaluronidase was injected, for 4 ml total. The situation was better, but the skin still had some redness. As of on (B)(6) 2025, the patient was expected for a second hyaluronidase protocol (600 units per 1 ml of radiesse(+) injected, (also explained as 4 ml for 0.75 ml of radiesse(+)), administered in 0.1 ml per injection site. Every 30 minutes for 2 hours 1 ml of hyaluronidase was injected, 4 ml total. On the same day at 17:00, the patient was seen again and remained in the clinic for 4 hours. Another 4 ml of hyaluronidase was injected, the area was massaged and the physician prescribed viagra, aspirin and prednisone. The outcome of the event was reported as resolved, on (B)(6) 2025.

Event description:
Case description: this spontaneous report was received from a canadian nurse and concerns a 72-years-old female patient. The patient was injected with a total of 1.5 ml of radiesse(+) into the apex and the malar region, on (B)(6) 2025. Batch number was reported as a00202470 (expiry date: 05-may-2027). The batch record review was received and the lot number for radiesse(+) was confirmed as a00202470 (expiry date: 05-may-2027). A lot search in the global safety database was conducted. She was injected periosteally into the apex and with two retrograde threads of 0.15 ml into the malar region using a 25 g x 50 mm cannula. She was injected with 0.75 per side. Radiesse(+) was not diluted. The patient had intolerances to anti-inflammatories, perfumes and respiratory allergies. She had sensitive skin. She was previously injected with aesthetic injections and she never experienced any complications. In (B)(6) 2025, after the radiesse(+) injection, the patient experienced a vascular occlusion in the malar region (approximately 5 cm in diameter). On (B)(6) 2025, the patient first complained by email and refused to come to the clinic, despite the nurses strong insistence. On (B)(6) 2025 at 20:30, the occlusion was observed upon receiving an email from the patient. On the same day at 13:00, 600 units of hyaluronidase per 1 ml of radiesse(+) (also explained as 4 ml for 0.75 ml of radiesse (+) was injected at 0.1 ml per injection site. Every 30 minutes for 2 hours 1 ml of hyaluronidase was injected, for 4 ml total. The situation was better, but the skin still had some redness. As of (B)(6) 2025, the patient was expected for a second hyaluronidase protocol (600 units per 1 ml of radiesse(+) injected, (also explained as 4 ml for 0.75 ml of radiesse(+)), administered in 0.1 ml per injection site. Every 30 minutes for 2 hours 1 ml of hyaluronidase was injected, 4 ml total. On the same day at 17:00, the patient was seen again and remained in the clinic for 4 hours. Another 4 ml of hyaluronidase was injected, the area was massaged and the physician prescribed viagra, aspirin and prednisone. The outcome of the event was reported as resolved, on 03-nov-2025. Follow-up information was received on 18-jan-2026: radiesse(+) was injected for filling the apex and malar region. On (B)(6) 2025 at 07:20 am, photographs of the patient were received. The intense discoloration of the affected area was gradually diminishing over the past 12 hours. Ischemia lesions dried up and crusted. The area remained, was well demarcated. The patient felt much less tension in these fabrics. The reporter asked the patient to remain available in case it was necessary to come back in the clinic for a new treatment (in case it was recommended by the physician). The patient apologized and regretted that she did not come when she was supposed on (B)(6) 2025. However, she assumed and accepted the consequences of her choice. On (B)(6) 2025, on the same day at 5:00 pm, photographs were received, with continuous improvement to the condition. On a telephone conversation, the physician wished to wait until the day after (B)(6) 2025) after consulting the photographs, before considering a new hyaluronidase injection. Since the patient was supposed to be treated on (B)(6) 2025, at the beginning of the sign of vascular occlusion, as she refused to move, it was expected that scars were going to be apparent following her recovery. On (B)(6) 2025, photographs were received again by the patient. At a telephone conversation with the physician it was agreed that there was no need for other intervention immediately. There was a presence of wounds that was going to heel naturally. The reporter recommended continuing the medication prescribed by the physician, massages 5 minutes every hour, cleaning the wound in the shower with soap, no dyeing until the wounds was healed, applying arnicare for comfort and letting the wound granulate naturally. It was agreed that the patient sent photographs until sunday (B)(6) 2025, since she planned to leave for the turquoise islands on (B)(6) 2025. Depending on the condition of the wound, the physician was going to be consulted before leaving. The patient sent photographs every day for 7 days, then every 2 weeks (last received on (B)(6) 2025). She only had a faint scar and a slight depreciation. On (B)(6) 2026, due to the patients lack of cooperation and since the reporter accompanied her until a complete remission, they ended the relationship. The outcome of the event remained unchanged. In the opinion of the reporter, the event was probably related to the procedure (but was not certain). However, the adverse effect was possibly be addressed much sooner if the client followed the recommendations and cooperated when was asked to return to the clinic. There were no product malfunctions or device deficiencies during treatment.

Manufacturer narrative:
The batch record review for radiesse(+), lot a00202470, contains non conformance reports or corrective/preventive actions related to this lot, but none that would have contributed to this event. A lot search in the global safety database was conducted on the reported lot (batch a00202470) and no similar events were noted. Assessment by merz: the event occurred in compatible local and temporal relationship. Vascular occlusion (serious) is expected based on the current valid canadian instructions for use (IFU) leaflet of radiesse (+) and can occur after treatment with radiesse (+). The IFU of radiesse(+) warns that special attention has to be taken in order to avoid that the implant is injected into the vasculature which may lead to embolization, occlusion, ischemia or infarction and to take extra care when injecting and apply the least amount of pressure necessary. According to the IFU, rare events associated with intravascular injection of soft tissue fillers into the face include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral haemorrhage, leading to stroke, skin necrosis, and damage to underlying tissues. The IFU recommends to immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin or unusual pain during or shortly after the procedure and patients should receive prompt medical attention. Nevertheless, during injection of fillers it can occur that a small blood vessel is occluded by two different mechanisms: directly by accidentally injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The clinical findings can differ from only discoloration of the concerned area due to congestion of the blocked vessels called livedo reticularis without tissue slough up to skin necrosis with tissue breakdown. In this case, the patient received comprehensive treatment with a resolved outcome. Causality for the event is assessed as possibly related to the treatment with radiesse (+) due to compatible temporal and local relationship. This case is considered as serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment due to follow-up information received on 18-jan-2026: the reported discoloration and ischemic lesions are considered to be symptoms of the event vascular occlusion (serious). In this case, the corrective treatment was delayed, but the patient received comprehensive treatment afterwards with a resolved outcome. Although the patient showed gradual improvement, the delayed intervention likely contributed to residual scarring and slight tissue flattening. Causality for the previously assessed event remains unchanged as possibly related to the treatment with radiesse (+). This case remains serious with the serious event vascular occlusion because treatment was deemed necessary to prevent a permanent damage.